Manufacturer narrative:
Calibration and qc data are within specification, and do not indicate a reagent issue. As no sample material could be provided, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of a (B)(6) result for 1 patient sample tested for elecsys hbsag ii (hbsag ii) on a cobas e 411 immunoassay analyzer. The initial result from the e411 analyzer was (B)(6). This result was reported outside of the laboratory where the patient complained as his historical hbsag ii results were (B)(6). On the afternoon of (B)(6) 2019 the patient was tested by the vidas method and the hbsag result was (B)(6). The doctor requested a new sample. On (B)(6) 2019 the hbsag ii results from the e411 with the 2nd sample were (B)(6). This sample was repeated by the vidas method and the result was (B)(6). The initial sample was sent to another hospital where the hbsag result from the abbott architect method was (B)(6). The result of (B)(6) from the vidas method was then reported outside of the laboratory. There was no allegation that an adverse event occurred. The e411 analyzer serial number was (B)(4). The customer stated qc results were within the acceptable range. The patient sample was requested for investigation but could not be provided.